Event description:
It was reported that this right atrial (ra) lead was explanted due to other/non-product experience. Another ra lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity and it was failed. Also, detailed analysis of the fracture site determined the conductor was fractured due to cyclic fatigue.

Event description:
It was reported that this right atrial (ra) lead was explanted due to other/non-product experience. Another ra lead was successfully placed. No adverse patient effects were reported. Additional information received indicated that this right atrial (ra) lead had exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. No additional adverse patient effects were reported. This ra lead was returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to other/non-product experience. Another ra lead was successfully placed. No adverse patient effects were reported. Additional information received indicated that this right atrial (ra) lead had exhibited high out-of-range pace impedance measurements greater than 3,000 ohms. No additional adverse patient effects were reported. This ra lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.